Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 524 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus and manual injection. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider. Tandem technical support made multiple follow up attempts to gather additional information with the customer, however, no response received.